Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced inflatable penile prosthesis (ipp) inflation issues. Upon clinical examination, troubleshooting actions were performed, however, issues persisted. Device fluid loss was diagnosed and a replacement procedure was performed. All components of the existing device were explanted. Visual examination of the explanted device identified cylinder fluid leak. No additional patient complications were reported.